Manufacturer narrative:
(B)(4). Method: the complaint iw934 baby control cosycot infant warmer was not returned to fisher & paykel healthcare (f&p) for evaluation. Our investigation is thus based on the information and photography provided by the customer and knowledge of our product. Results: visual inspection of the photograph provided by the customer revealed that the head nut and the screw boss were stripped resulting in head not being securely held in place. Conclusion: without the complaint device it is not possible to conclusively determine what caused the reported failure. The user manual for the iw934 cosycot infant warmer states "ensure all warmer parts and accessories are checked before returning the device to service". The device technical/service manual contains a checklist which specifies that users perform safety, performance and functional checks at least once a year.

Event description:
A healthcare facility in australia reported that the head nut of the heater head of an iw934 cosycot infant warmer was found to be broken prior to patient use. There was no patient involvement.